Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2014 with the following findings: a review of the pump¿s black box history showed that no call service alarms were recorded. The pump emitted a call service alarm during investigation. The pump case was removed and corrosion was found on multiple internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that multiple call service alarms were emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.